Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump passed the delivery accuracy test at 0.08715 inches. No motor error alarms noted. The motor was tested outside the device and passed. No unexpected external ram crc error or unexpected restart error alarms noted during testing. However, displayable history crc check failed on startup alarms were found at the alarm history file. Displayable history crc check failed on startup alarms due to a corrupted history file. Device received with cracked case at the display window corners, display window and belt clip slot. Device received with stained end cap sticker. Device received with minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed multiple pump errors. Blood glucose was unknown at time of incident. Troubleshooting was completed. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. The customer will receive a replacement insulin pump and will return the one they currently use for analysis.